Event description:
It was reported that dyspnea and chest pain occurred. A repeat atrial fibrillation ablation procedure was performed using a farawave 2.0 ablation catheter. Seven (7) days post procedure during a routine follow-up, the patient reported dyspnea and chest pain. The patient was prescribed colchizine 0.6mg twice daily for two (2) weeks and additional echocardiography was performed with normal results.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.